Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis could not confirm the reported clip opening while establishing final arm angle (faa). The discrepancy between what was reported (clip opening while establishing faa) versus what was observed (no issues) was likely due to procedural interactions (stored tension on the clip, unintended curves/tension place on the device by the user) that contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One mitraclip (80920u123) was successfully implanted, reducing mr to a grade of 1+. Roughly five months later, the patient returned to the hospital with increased mr at a grade of 4+. Echocardiogram showed the clip was stable on both leaflets. The physician stated that the increased mr is related to the progression of disease. On (B)(6) 2019, a second mitraclip procedure was performed to treat mr with a grade of 4+. One ntr clip delivery system (cds) was advanced; however, the clip opened while establishing final arm angle. Troubleshooting was performed, but was unsuccessful. The cds was removed and replaced. Two clips were implanted, reducing mr to a grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.